Manufacturer narrative:
H3: product analysis of part # 7426000; lot # em16h001 visual inspection confirmed the entire torx tip of instrument has been sheared off optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for back pain at t5-t12. It was reported that the driver was stripped when trying to remove screws from patient under power. The rialto driver was broken at the tip and the tip was recovered from the patient. The retrieved tips of drivers were discarded at the facility. There were no fragments left inside patient body. The event was happened during a revision case, patient required a laminectomy at t8 <(>&<)> t9. There was no allegation against the implanted hardware related to the case. The surgeon removed and replaced rods to gain access for a laminectomy. Procedure was t5-t10 hardware revision. There were no patient symptoms reported, no additional treatment or surgery performed. No further complications reported regarding the event.